Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Log files were event were provided and reviewed by a subject matter expert (sme). There was no entry point inaccuracy identified, and no failure of the rosa device was found. All electrodes are accurate at the entry point. Regarding any target point deviation, the insertion of electrodes is under the surgeon¿s control and can be impacted by factors which are independent from the robot ¿ such as the method of implantation, the material of the electrodes or the anatomy of the patient. Based on the investigation performed no failure of the rosa device was detected. Therefore, no root cause is available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that intracranial electrode implantation was performed and postoperatively intraparenchymal hemorrhage was confirmed approximately 2 days after. The patient is asymptomatic and is being monitored without surgical intervention at this time. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). G2: foreign : japan. The device has not been evaluated yet for investigation purpose. Once the evaluation is performed and the investigation has been completed, a follow-up MDR will be submitted.